Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the axios stent second flange did not deploy. Additional manipulation was performed to release the second flange, and the stent was eventually deployed. However, the patient experienced pain hours after the procedure was completed, and it was noted that the stent first flange was in the peritoneum, the patient then underwent surgery to remove the stent. The patient's current condition is stable.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2330 captures the reportable event of pain. Imdrf impact code f19 captures the reportable event of the stent was removed during the surgery.